Event description:
Hcp reported patient had t10 spinal injury due to a gunshot wound. The physician had difficulty implanting the catheter and a CT scan showed the catheter was implanted in the spinal cord. The catheter was removed. There were no neurological deficits from the catheter implantation. A follow up report will be sent when additional information is obtained.